Manufacturer narrative:
Further analysis was performed on the main board. Visual inspection revealed no anomalies. Bench analysis found that all tests passed. The log was analyzed. The error recorded in the log multiple times is expected operation, no defect found.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the main seal was pinched and that an error recorded in the log multiple times indicated that the main printed circuit board was out of specification in an electrical manner and that the display wire insulation was pinched however the wire insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved and it received the updated battery contact design in accordance with the existing field corrective action. (B)(4).

Event description:
The external pulse generator was returned in accordance with instructions affiliated with the current corrective field action and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.